Event description:
Supplemental report submitted to document device evaluation on 25-mar-21: "stent partially deployed. Flexor kinked and broken".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Component code (annex g): g04023 - catheter.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1781037 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 25th march 2021. In summary the following results were observed in the lab evaluation: stent was partially deployed on return. Flexor was broken approximately 117 cm from the white tip and flexor was observed kinked measuring approximately 93cm from the white tip. Actuation of handle was possible for deployment and recapture but unable to deploy the stent due to flexor damage. Lockwire was in place on return. Documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1781037 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1781037 ; upon review of complaints this failure mode has not occurred previously with this lot #c1781037. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to tortuous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor kink and flexor break. As per complaint description "after 1 cm approximately the stent was blocked into the delivery system". Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
A malfunction of an evolution biliary. "As per cc form": during the ercp the physician, after gaining the access to the biliary duct, introduced the metal stent over the wireguide and then started to release the stent. After 1 cm approximately the stent was blocked into the delivery system and the physician has not been able to continue to release it. The physician took another stent (same kind) and finished the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.